Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6, h10 the reported guide wire was received for analysis. The spring tip was fractured, and the fragment was returned. Adhered material was observed on the solder bond. Examination of the area of adhered material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation was unknown. The fracture faces were examined using scanning electron microscopy. Plaque and other biological substances were found on the fracture surfaces. The fracture face exhibited tensile dimples. It was determined the guide wire fractured due to excessive torsional forces from the oad spinning over the guide wire spring tip. At the conclusion of the device analysis, the reported event of a fractured guide wire was confirmed. The instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A 70% stenosed lesion in the right coronary artery (rca) was treated with csi orbital atherectomy. The lesion had 270 degrees of calcification, and the vessel was 3 mm in diameter with slight tortuosity. The lesion was treated with four (4) treatment passes on low speed and two (2) passes on high speed. Following treatment, an attempt was made to remove the viperwire guide wire from the patient, however the spring tip was fractured and remained in the rca. The physician thought the oad may have contacted the guide wire spring tip. Attempts were made with three (3) additional non-csi guide wires for more than two (2) hours to remove the fragment, and the fragment was eventually successfully removed. The patient condition was good following the procedure.